Manufacturer narrative:
The device was not returned for evaluation. X-rays were obtained, although the pin holes were not visible.

Event description:
It was reported that the surgeon performed a tka on a pt utilizing a stryker navigation system. The surgeon alleges that the use of navigation pins may have contributed to the pt later developing a femur fracture. It is not know how the fracture was treated as the pt was treated by another surgeon at another facility.